Event description:
The customer reported that the system displayed a cine disk drive failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fiber optic cable assembly and the cine 2 backplane were replaced. The system was tested and found to be working as intended and put back into service.